Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer installed new battery and monitored insulin pump for 2 hours and frozen display not recurred. Customer stated that they were swimming. The customer reported insulin pump error alarms. Customer was not able to clear the alarms. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
Retainer = black. Customer returned device for alleged frozen display, insulin pump error alarm, and insulin pump error alarm found on (B)(6), 2022. The device passed the displacement test, sleep current measurement and active current measurement test however, insulin pump error alarm was triggered during the self test. The pump also experienced an unexpected unsafe shutdown after the battery was removed. Successfully downloaded the trace and history files using thus. A review of the downloaded history files shows on (B)(6), 2022 (16:57, 16:58, 17:09, 17:10, and 17:11) there was a pump error alarm, pump error, pump error alarm, set time, and then active insulin cleared alert sequence indicating that the pump experienced unexpected unsafe shutdown. No frozen display noted during testing. The pump was cut open to perform visual inspection. Corrosion and moisture damage was found on the electronic assembly (electrical board 1 and 2), vibrate harness assembly, motor, force sensor flex tail, and force sensor. The corrosion has caused the j6 (lithium backup battery) connector to brake off of electrical board 1. Unexpected unsafe shutdown (multiple pump error alarm and pump error alarm during the self test are due to the corrosion and moisture damage causing the j6 connector of electrical board 1 to break off. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: cracked select button keypad overlay, broken battery tube threads, cracked battery compartment at the corner of the belt clip rails, serial number label stained and faded, end cap address label faded, stained keypad overlay, scratched case and pillowing keypad overlay. Frozen display is not confirmed. Unexpected unsafe shutdown (multiple pump error alarms) and the pump error alarm during the self test are confirmed due to the corrosion damage causing the connector of electrical board 1 to break off. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.